Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the introducer sheath was found bent and the main coil was noted broken. The main coil was also noted kinked/bent and there was procedural fluid present. During functional testing, the friction was felt when advancing the coil through the introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The initial reported defect was not confirmed; however, the analysis results are consistent with the event. The initial reported issue coil delivery wire friction and as analyzed issues coil introducer sheath kinked/bent, main coil broken/fractured during use, main coil kinked/bent, and coil introducer sheath friction will be assigned procedural factors as the defect appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found that the main coil was found broken/fractured. There was no clinical consequences to the patient as a result of this event.